Event description:
It was reported that after the pt came off bypass for the 2nd time, blood was noted in the tubing. The iab was removed and another iab was placed. Later the pump gave a he loss alarm, so the iab was removed. A third iab was placed, and after 1/2 hr the pump alarmed and blood was noted in the tubing. The iab was removed and a decision was made not to replace it. The pt died 24 hrs later of causes not related to the iab problems.